Manufacturer narrative:
H6 - medical device problem code 1494: off-label use (over 45 yrs of age at date of implant) added to initial MDR. Claim # (B)(4).

Manufacturer narrative:
Weight - race:unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6,-8.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length and different diopter lens due to low vault and discomfort with vision. This exchange resolved the problem. Cause of event unknown.